Event description:
It was reported that the device recorded ventricular high rate episodes (vhr) that contained occasional non-physiologic intervals greater than 400 beats per minute. The patient reports occasional symptoms of pre-syncope. The device and lead are still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.